Event description:
It was reported by the medtronic representative, the patient stated he was getting an oor "out of regulation" error message a couple of times a day while adjusting his voltage. When error occurred he lowered it .1v and the message disappeared and then he could increase the voltage. Impedance check was done with no opens/shorts. During troubleshooting the error message did not occur while using the patient programmer. Medtronic representative states the patient is receiving proper therapy and the cause of the error is unknown at this time.

Manufacturer narrative:
(B)(4).